Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low and high blood glucose test results. Customer's power of attorney is calling on their behalf. Customer has only been using the truemetrix meter for about a month. The customer is concerned with test results obtained of 166, 167, 254, 115 and 212 mg/dl; customer was also concerned with fasting meter to meter comparison results of 115 mg/dl using truemetrix meter and 256 mg/dl using nurse's meter. The customer¿s expected fasting blood glucose test result range is 150 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/18/2021 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history:result 1: 166 mg/dl date: 2/11/2020 time: 9:45pm fasting result 2: 167 mg/dl date: 2/11/2020 time: 12:35pm non- fasting (35 mins after eating)result 3: 254 mg/dl date: 2/11/2020 time: 12:13pm fasting result 4: 115 mg/dl date: 2/10/2020 time: 6:35pm fasting (compared with nurse's meter 256mg/dl )result 5: 212 mg/dl date: 2/09/2020 time: 10:48pm fasting

Manufacturer narrative:
Sections with additional information as of 30-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.